Manufacturer narrative:
(B)(4). Multiple reports were submitted along wit this report 0001825034-2021-01757. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the plate on the back of the broach handles fractured off during processing. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, d4, d9, g3, g6, h2, h3, h4, h6, h10. Visual examination of the returned handles showed that they were scratched and discolored and the mating features were dinged and worn. The strike plates remained attached to the instruments and were identified to be nicked and dinged. The device history records were reviewed and no discrepancies related to the reported event were identified. As the devices were not found to be fractured, the investigation could not verify or identify any evidence of product contribution to the reported problem. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.